Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected and underwent leak and functional testing. The pump tubing had been cut down to the pump block and was not returned for analysis. Functional tests identified that the pump did not pass activation testing. The reservoir was visually inspected and leak tested. Visual inspection identified that the spherical reservoir had wear at a fold in the reservoir shell. Furthermore, both cylinders were visually inspected and leak tested. Visual inspection found wear at folds in the middle of both cylinders. Based on the information available and analysis results, the pump activation issue could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital with an inflatable penile prosthesis (ipp) that was not functioning properly. Two weeks later the patient had a surgery and upon explant, a crack was found in the pump connecting tube. All device components were replaced. There were no patient complications reported.

Event description:
It was reported that the patient went to the hospital with an inflatable penile prosthesis (ipp) that was not functioning properly. Two weeks later the patient had a surgery and upon explant, a crack was found in the pump connecting tube. All device components were replaced. There were no patient complications reported.